Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker triggered a lead impedance safety switch for a high pacing impedance measurement of greater than 2000 ohms. Additional information made available from the field indicated that the patient¿s system was reprogrammed to unipolar pace and sense and that the patient will continue to be monitored. All products remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was later performed and the rv lead was abandoned due to a continuation of high pacing impedances. The pacemaker was also explanted. No additional adverse patient effects were reported.